Event description:
It was reported that during an attempt to implant the transcatheter bioprosthetic valve into a non-medtronic 27 mm surgical valve, the valve continued dislodging up into the aorta, out of the annulus, or slipping down too deep. The valve was never deployed past 80% and was subsequently recaptured and withdrawn from the patient. The patient received a non-medtronic 26mm valve instead.

Manufacturer narrative:
Updated data: d4. Expiration date; lot#; UDI # h4. Device mfg date h6. Eval code method medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-29 (serial: (B)(6); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an attempt to implant the transcatheter bioprosthetic valve into a non-medtronic 27 mm surgical valve, the valve continued dislodging up into the aorta, out of the annulus, or slipping down too deep. The valve was never deployed past 80% and was subsequently recaptured and withdrawn from the patient. The patient received a non-medtronic 26mm valve instead.